Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose reading was unknown. The customer stated that the keypad of the pump was peeling off. The customer mentioned scratches on the pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with peeling keypad overlay, cracked case corner of the belt clip rails near the battery compartment, missing display window cover and minor scratches on lcd window.